Manufacturer narrative:
The technician replaced the ratchet rivets to repair the stretcher. The technician suspected possible abuse as the cause.

Event description:
Info received indicates, the siderail will not latch due to a broken ratchet rivet on the right siderail end post.